Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that wearing a pump directly against the skin without a case could obstruct the pump speaker holes and expose them to moisture, potentially triggering an altitude alarm. The customer acknowledged this information and understood the provided tips for preventing future alarms. The customer replaced the cartridge, and the pump resumed normal operation.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.